Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage.

Event description:
Heathcare professional reported a right side rupture. Device has been explanted. Right side.